Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples or photos were provided by the customer for investigation. Investigation conclusion: a complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of foreign matter for lot #8332944 item #302827. Related complaint: (B)(4). A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Rationale: no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that bd luer-lok¿ syringe had foreign matter on the packaging. This was discovered before use. The following information was provided by the initial reporter: presents a kind of glue on the packaging.